Manufacturer narrative:
Concomitant medical products:product ID: 3389s-40, lot# va0xc9r, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0t1kx, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0xc9r, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0t1kx, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the patient that reported there was an infection at the lead location. The infection was confirmed. It was an unknown strain but it was superficial and confirmed using a CT scan. The patient had dizziness. It was a sudden change in therapy/symptoms. The dizziness began at onset of oral antibiotics being started but she finished the antibiotics 2 weeks prior to report and the dizziness remained. The patient also fell and hit her chest. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine what steps were taken to resolve the dizziness, what steps were taken to resolve the falls, and had the dizziness/infection been resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) supplemental submitted to update codes.

Event description:
Additional information received from the patient reported they were told by their neurologist to try a decongestive which partially resolved their dizziness. They next visited their doctor who prescribed flonase which had cleared "by drainage". However, their dizziness was not completely resolved. Troubleshooting to resolve their falls included they started using their cane again and turned their deep brain stimulator (dbs) off and waited for their doctor to turn their dbs back on. The doctor and the patient agreed the dbs was set too high. The infection had been resolved but not the dizziness.